Manufacturer narrative:
Given imaging had been informed that the pt died from a heart attack and it is very much likely that the capsule is not the cause for his death. According to the institute of forensic medicine in dortmund, the most probable cause of death was an acute septal myocardial infarct. The pt suffered from coronary artery disease and already had undergone two stent placements. On the day of the capsule endoscopy, the pt did not show any symptoms. He had no difficulty in breathing. Product associated marketing documents, such as user manual, which are distributed to all our customers, indicate a contraindication for use in pts with swallowing disorders. The pt had a condition that is known to be a contraindication to capsule endoscopy. Since the pt has aspirated the capsule, it appears that he had had a swallowing disorder.

Event description:
This event occurred in other country to a pt. Initially, the pt swallowed the capsule but then coughed it out. The pt then swallowed the capsule a second time. The pt appeared well and there was no indication that he had aspirated the capsule. Consequently, he was sent home. Later the same day, the wife of the pt called the emergency services. Pt died after unsuccessful resuscitation by emergency physician.